Event description:
It was reported that the patient had a mild heart attack and was uncomfortable on (B)(6)2015. The patient also reported that they were hospitalized last year due to an issue with their device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).